Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-04972, 1627487-2013-04973. The patient received two leads with the same lot number, and two extensions with the same lot number. It was reported the patient no longer had effective stimulation and was experiencing a shocking sensation in the middle of her back when the system was turned off or on. The patient reported the shocking sensation was not a strong sensation, and was intermittent. The sjm representative met with the patient and determined the left lead had invalid impedances, and the right lead had low impedances. Reprogramming around the invalid contacts did not provide stimulation coverage; the patient was unable to receive effective stimulation on the left side. It was reported the physician planned to undertake surgical intervention at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.